Event description:
Received a report of flange separation. At the time of the report the customer could not identify the model or lot number of the tracheostomy tube. There was no patient harm reported. Attempted to collect further information regarding this report but never received a response.